Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. Test strip UDI#: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi and multiple errors including e-5. The expected fasting blood glucose test result range is 120-150mg/dl. The customer did report symptoms of feeling very weak, states he is stuttering, and is thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is not provided. The test strip lot (mt2260) manufacturer's expiration date is 05/31/2018 and open vial date is not provided. Performed back to back blood tests with the customer - results were e-5 and hi. Called customer back thirty minutes later at 11:07am to perform blood test with customer. Customer used a second vial of test strips - lot#mt2284. Meter read 411mg/dl and 384mg/dl ,non-fasting.